Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor readings appear the be dampened. Follow up revealed that the cause of reduced blood flow is due to receiving a coil after implant (reference MFR report: 3004936110-2018-00009). The physician suspects that there could be a thrombus on the sensor and has elected to treat the patient with medication (eliquis).

Event description:
Follow up revealed that the patient's sensor was recalibrated by 24 mmhg via echocardiogram. Patient readings are now accurate.